Manufacturer narrative:
Sections with additional information as of 03-oct-2024: h3: device evaluated by manufacturer: no. Complaint was forwarded to supplier quality based on complaint's description for investigations. Unable to ship returned product to the manufacturer, due to biohazard. Scrap returned products. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples . Most likely underlying root cause: (B)(6): use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4) syringes were returned - product evaluation in-process. Note 1: manufacturer contacted customer in a follow-up call on 28-aug-2024 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated they have not yet used the replacement product. Note 2: manufacturer contacted customer in a follow-up call on 30-aug-2024 to ensure the replacement products resolved the initial concern -able to establish contact with caregiver who states she received the replacement today, but customer has not tried them as yet. She will let us know if she encounters any issues.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Caregiver is calling on behalf of the customer. Caller stated that some of the syringes do not dispense the insulin. The package was not open or damaged when received by the customer. The customer has been using the product for 2 weeks. The customer feels well and did not report any symptoms. Customer did not claim to be injured while using the syringes and no medical intervention related to the use of the product was reported.